Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump was not vibrating as it should; the vibration function disappeared. The patient's blood glucose at the time of incident was reported as normal. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no vibration due to broken vibrator black wire. However, the insulin pump passed displacement test, operating currents, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.